Event description:
The report we received from the affiliate indicated that a 6f sheath was covered with a greasy film. There was a drop of liquid (possibly silicone) on the white valve of the sheath. When the vessel dilator was introduced in the sheath, liquid got ion the vessel and caused an allergic reaction; the patient exhibited fever and ague after the angiographic procedure, but is now doing well. Further information indicated that the cause of the patient's ague and fever was unknown; however, the clinic personnel related the greasy film on the sheath to the patient's symptoms. In addition, it was noted that the problem on the sheath could be noticed prior to insertion and was identified before the procedure.

Manufacturer narrative:
The product is not available for evaluation; however, an investigation with other sheaths of the same size was conducted at the distributing facility and indicated that the liquid was silicone oil; a lubricant used in the production of the hemostasis valve. The lubricant is a medical fluid, which is biocompatible thus highly unlikely to be the reason for the adverse effects to the patient. Additional information will be submitted within 30 days upon receipt.